Event description:
The pectus support bar became dislodged on 5/24/1998, 4 days post operatively. At this time, another surgery was performed to stabilize the implant with add'l sutures. The device slipped again and the dr restabilized again with add'l sutures. The dr then notified walter lorenz of the case. A stabilizer plate was implanted to further stabilize the bar.